Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as tender on the ribs and the electrodes are bothersome. There was no alleged device malfunction contributing to the irritation. The patient spoke to their physician and now has ended use. The patient stated they only have had the issues or irritation since they stopped wearing the lifevest.